Event description:
During an in clinic follow-up, a sharp drop in battery longevity was observed on the device. It was recommended to replace the device to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.